Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty advancing and removing from the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the guide wire was damaged causing resistance during advancement and removal resulting in the tip ultimately separating; however, without having the guide wire to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while advancing a 5.5x80mm supera self-expanding stent system (sess), resistance was met with the guide wire prior to advancement of the sess into the patient anatomy. The device was hardly movable on the guidewire and the tip broke off while pulling it off the wire with force. Another supera stent and the same guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.